Event description:
During implant procedure, helix rotation issues were observed on the right atrial (ra) lead which resulted in dislodgement of the ra lead when trying to fixate. The ra lead was not implanted and a new ra lead was successfully placed to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.